Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices are not being returned, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that when the surgeon tried to insert the reported anchor into the bone hole, the tip of the anchor cracked. He replaced with the 2nd anchor. While he was drilling, the 2nd one cracked again (the cracked location unidentified). He used an awl and a tap to make the bone hole smoother for several times. He chose an unknown manufacturer¿s anchor. He still felt stronger resistance, but he completed the surgery. The patient is a male in the sixties. Those two anchors were brand new and the first use when the issue occurred. There was no harm to the patient. This failure did not delay the procedure. Please see also medwatch report 1221934-2018-53369.